Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation showed inappropriate measured battery data of 2.82v, 22ua, <1 kohms. The patient was av paced at 60 ppm and the programmed outputs had been 4v, 0.6ms in both chambers since implant. The device was subsequently replaced.